Event description:
It was reported that an external pulse generator would not turn on during testing. It was also reported the device is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case was broken, the lower case was broken. It could not be confirmed that the device would not turn on. It was noted that two side bail covers were broken, the ring cover was broken, the ventricular output connector was broken, the battery contacts were contaminated, two side bails were missing, the ring was missing, the display was missing segments and the main printed circuit board (pcb) was contaminated. (B)(4).